Event description:
An affiliate reported that a cypher select plus stent fracture was identified by routine angiography. The stent fracture was associated with restenosis. No additional info is available at this time.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00396, 9616099-2009-00395, 9616099-2009-00394, 96106099-2009-00392, 9616099-2009-00391. Additional info will be submitted within 30 days of receipt.